Manufacturer narrative:
The insulin pump was received with intermittent button response on the act button due to corroded keypad traces noted. No unexpected button error alarms noted. The insulin pump has cracked the lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 425 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.